Manufacturer narrative:
For the last calibration performed on (B)(6) 2020, there were no alarms. Quality controls were within range. 13 mm. Diameter tubes were used and required rack adapters for these tubes were not used. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not determine a cause. Precision studies were performed with the complained patient sample and results were within specifications.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t gen. 5 stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of 15 ng/l and this value was reported outside of the laboratory. Medical personnel questioned the result, so the sample was repeated, resulting with a value of 187 ng/l. The troponin t reagent lot number was 41679901, with an expiration date of 30-nov-2020.